Event description:
It was reported that the atrial lead exhibited high thresholds, high impedance, oversensing and was noted to be fractured. The lead was capped and replaced. The patient was stable post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.